Event description:
Local distributor reports that he was informed of an alleged incident that occurred at a private home. Pt was being transferred on a traverse system when it was alleged that the rail separated and the resident fell, incurring a broken leg. Date of alleged incident was not provided.

Manufacturer narrative:
Private home had been visited by local distributor in the week prior to this alleged incident being reported. At that time, the traverse system in the home was inspected and it was found that the switches and safety locks had been removed from the end of the rail. Several days later the same distributor was notified by the home owner of an alleged fall from the traverse system from which the resident reported a broken leg. An independent contractor inspected the site at the request of liko hill-rom following the incident and observed that the switches were in the rails but not properly installed. Due to inconsistent info provided, it is our determination that due to the switches and safety locks not being in the rails at the time of the initial inspection, that it caused the rails to be out of alignment and allowed the motor to come out, causing the alleged incident. MDR is being filed due to alleged injury.